Manufacturer narrative:
Investigation results on smiths medical cadd-solis 2120 pump have been completed. Upon removing key labels,tamper seal was missing. Their was damage to lens and bubbled downstream occlusion sensor. Complaint of failing accuracy test was not revealed in event log, the complaint was duplicated and found to be expulser out speculation. Actions were taken to trim expulser. Device passes all functional and delivery testing and unknown origin of malfunction.

Event description:
Information received a smiths medical cadd-solis pump over infused. No patient adverse events reported.

Manufacturer narrative:
Additional information: device evaluation sign off date was 01/06/2020.